Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. Undersensing due to noise was noted on the right ventricular (rv) lead. A possible fracture was also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.